Event description:
Healthcare professional reported right side exchange from textured to smooth. Additionally, healthcare professional reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Stress mark found. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact, non-penetrating nicks." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth exchange, rupture.